Event description:
Pt admitted with severe abdominal pain. Chest x-ray revealed migrated ivc filter to right atrium of heart. Pt hx of pulmonary emboli-ivc filter implanted at pmc (B)(6) 2012. Pt transferred to (B)(6) then to (B)(6) for open heart surgery for removal. Pt stable/recovered and discharged. Medical device available at (B)(6) risk mgmt office